Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported after an open hepatectomy with rf ablation they observed redness and a blister on the inside of the pt's left thigh where one of the grounding pads had been placed. The burn was described as 2nd degree. According to the surgeon and nurse, the pt was hypersensitive to adhesive tapes including a tape for drape. No pt information available.